Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings the commander delivery system was returned to edwards lifesciences for evaluation. The returned device was evaluated, and the following was observed. Radial and longitudinal balloon burst confirmed. Distal inflation balloon was bunched. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Single wall thickness of the inflation balloon around the burst location was taken as a thin wall is more susceptible to burst and can contribute to the reported event. All measurements taken of the balloon single wall thickness met the specification. All inspections are conducted on 100% of the units. Per procedure, the commander delivery system is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance to visually inspect the delivery system, qualcrimp crimping accessory, crimp stopper and loader for damage before unpacking. Ensure the delivery system is fully unflexed. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Do not force if resistance is met near or at the sheath tip. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.if resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per case notes, the landing zone was moderately calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that additional volume +2cc was added to the balloon. Adding additional volume can lead to balloon overinflating. Subjecting the balloon to pressures high enough to cause the balloon to burst may have led to the reported complaint event. In this case, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient underwent a tavr procedure with 23mm sapien 3 valve in 2011. During deployment of the new sapien valve, the balloon ruptured. Patient was stable post tavr procedure.